Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used an evercross balloon catheter during procedure. It is reported that the balloon ruptured at the end of 1 min inflation in the iliac lesion. Heavy calcium was noted. The defect was noticed as the physician was removing the balloon from the lesion area, back toward the sheath. No pieces were left in patient body. The procedure continued without difficulties after the balloon catheter was removed. No patient injury reported. Evaluation summary: the evercross catheter was received for evaluation without any ancillary devices or cine images from the procedure. The inflation port of the y-manifold and the balloon chamber exhibit blood residue in the chamber. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip. A 0.035in guidewire was loaded with ease through the distal tip. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled three times: air bubbles were observed in the syringe. The balloon was inflated using the 10cc water filled syringe: a leak was noted in the area of the proximal balloon bond. The proximal balloon bond area was examined: a small mostly longitudinal tear was noted.